Manufacturer narrative:
Unit successfully downloaded to thump. The pump history download confirmed the pump alarmed pump error 63 alarms (line number 147 file number 2017) on (B)(6) 2026 16:45:14.00, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. Passed the displacement test. No moisture damage noted to the motor assembly, pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 63 alarms in pump download history. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 63 (hardware low level failures). The event involved product(s) mmt-1884l, unk_sensor, unk_reservoir and unomedical. Troubleshooting was declined. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.